Event description:
Intravenous set up includes primary set and secondary set. Secondary intravenous bag hung higher and back flow valve prevents solution from flowing into primary bag. Secondary bag solution flowed into primary bag instead of pt. Apparently back flow valve not functioning. Has happened on several occasions. MFR aware.